Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported explantation of an intraocular lens (iol). The patient reported blurred vision. "Refractive surprise" was reported as the clinical reason for explantation. Additional information has been requested however, further information has not been received.